Event description:
Reporting status: malfunction. Reporting rationale: separated balloon marker has the potential for serious injury. Device issue: balloon marker detachment. It was reported that the balloon marker came off the stent delivery system as the plastic outer sheath was being removed from the product during preparation for the procedure. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.